Manufacturer narrative:
The customer's allegation was not confirmed. The device evaluation found no fault. Based on the results of the investigation, cause could not be identified because inspection result showed that all tests were passed. A root cause could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center was unable to hold camera any longer. There were no reports of patient harm.